Manufacturer narrative:
The thermogard xp ivtm system ((B)(4)) in complaint is not returning for investigation. The customer bought a new thermogard xp ivtm system, therefore, service is not required for thermogard xp ivtm system ((B)(4)).

Event description:
During patient use, the thermogard xp ivtm system (sn (B)(4)) displayed tcmid:08 (coolant temp low) error message. The treatment was continued with another thermogard xp ivtm system. No additional information was provided. No known impact or consequence to patient information was provided. Zoll service personnel went to the customer site to download the system files and while powering on, the thermogard xp ivtm system displayed tcmid:05 (coolant diif failure) error message.